Manufacturer narrative:
(B)(4). (B)(6). This is a report of a use error, where the patient had disconnected solution bags, then reconnected them to the different lines. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had disconnected solution bags, then reconnected them to the different lines. The technical service representative advised the patient to complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.